Event description:
It was reported that the patient presented for a standard generator changeout procedure. During the procedure, it was discovered that the patient's right ventricular (rv) lead was found to exhibit a high capture threshold. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient's status was unknown.